Event description:
A (B)(6) male was implanted with a spectra device on (B)(6) 2009. On (B)(6) 2010, the left spectra rod was removed from the patient due to pending erosion and infection in the left corpora. The right rod was left in place to prevent further scarring. Doctor is planning on removing the remaining rod at the time the patient is re-implanted with a new device. There was no device failure, spectra device worked as intended.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. The device has not been returned to ams, unable to confirm if malfunction occurred and was related to this event. No conclusion can be drawn. This event is sufficiently captured in our risk analysis and included in the product labeling.